Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found that the reload had a full complement of staples. The lock ring was observed to be broken. It was reported that instrument broke. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, before the first firing, the parts at the proximal end of the reload broke when trying to connect. Another reload was used to complete the case. The surgical time was extended by less than 30 minutes. The event occurred during the procedure, but the product was not used for patient.